Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited pause episodes due to loss of contact. It was further disclosed that the patient had an open wound at the time, and the patient was convinced the device was coming out. The wound has since scabbed over. The device remains in use. No patient complications have been reported as a result of this event.